Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that insertion of the ez-io needle occurred two hours prior in the proximal humerus and the driver worked properly with no issues. Two hours later the patient went into a code situation they used the same driver and it did not have enough power to successfully insert into the proximal tibia. Another driver was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). Ez-io driver 9040 military sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The tethered trigger guard was broken and would not properly stay attached to the driver trigger. The driver was then subjected to simulated sawbones insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. The unit failed the soft sawbones phase of testing with a complete stall on the first attempt at 1.50 seconds. No further testing was attempted. The complaint has been confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". Other remarks: a review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 06/2012 and is approximately 6 years old. The complaint has been confirmed. Per the functional testing and battery data analysis, the driver failed. The failure is the result of battery depletion. No other corrective or preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. Several anomalies were noted with this investigation. First, the complaint description states that within several hours the suspect driver went from full operational status with a successful insertion, to a failed driver that was not capable of another successful insertion. With this operational degradation there was no mention of the "red blinking" driver status light coming on indicating the driver batteries were nearing end of life. Secondly, due to corrupt data the eprom log could not be reviewed which records the actual historical activity of the driver regarding charge count, trigger pulls, etc. However, battery analysis clearly reveals an exhausted battery pack. An exhausted battery pack aligns with the fact that this driver has been in the field for ~ 6 years, which is a substantial life cycle/time in field for these units. Teleflex will continue to monitor and trend related events.